Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was evaluated, and failure analysis did not confirm the reported complaint. The customer reported air leakage during pneumoperitoneum and submitted all four seals for analysis; however, the issue could not be replicated or verified. Visual inspection revealed no abnormalities, and the stopcock was correctly positioned and functioned properly. No product issues were identified.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when attempting pneumoperitoneum, the air leaked. The procedure was completed with a backup cannula seal, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 26-dec-2025: the port or lever was reportedly broken.